Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported programmer issue. However, analysis noted corruption when creating and reading reports, files, and folders. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed during a device interrogation. The programmer would load the software and then crash displaying an error message. The programmer has been returned for repair. No patient complications have been reported as a result of this event.